Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and low p-wave amplitude measurements. Boston scientific technical services (ts) reviewed data from the device and confirmed that undersensing resulted in backup pacing and indicated that the cause of undersensing is mostly the low amplitude of the atrial signals. Additionally, ts found several atrial tachy response (atr) events caused by potential farfield oversensing which led to inappropriate mode switching. Reprogramming options and ra lead revision or replacement were recommended. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.